Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an unrelated procedure, the device was interrogated and noted to be in back-up mode. Upon interrogating the device again, the back-up mode had resolved itself. It was suspected that the back-up mode was caused by the unrelated procedure. The patient was stable with no consequences and will continue to be monitored.